Manufacturer narrative:
Continuation of d10:  w2dr01 ipg; implant date: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead displayed a warning for unipolar and bipolar lead impedance and exhibited high ra impedance. It was also reported that the ra lead exhibited high atrial thresholds, an atrial lead position check failure, and atrial oversensing. It was noted that the right atrial (ra) lead exhibited noise. It was also reported that the right ventricular (rv) lead exhibited intermittent undersensing which resulted in inappropriate pacing. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the failed atrial lead position check on the ra lead was a false alert.